Event description:
Device history record was reviewed and nothing was found related to the reported event. Due to the reported event, device history log could not be extracted therefore no review could be performed. The reported device was received in lake zurich (il, USA) and its investigation was performed by our local technical team. Upon inspection, the reported event was confirmed as the device was blocked with a technical error 30. However it was found to be caused by a damaged/scratched cpu board likely due to usability. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer reported software error code 30 during procedure/process no patient issues reported." Error code 30 is defined by the technical manual as a timekeeper issue. Reporting due to the referenced issue; no patient injuries or adverse effects were communicated. More information is needed to complete the investigation.